Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The low battery alarm was identified during functional testing. The cause of the condition was determined to be a damaged fuse. To correct the condition, the main battery and fuse were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.